Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter and attempting various troubleshooting steps, such as changing the wall adapter and charging cable. There was no adverse impact on the customer's blood glucose level. Customer was advised by technical support to deplete the pump battery and return it within 10 days, and a replacement pump with updated software was sent. Caller understood and acknowledged all instructions provided by technical support.